Manufacturer narrative:
An abbott field service engineer (fse) visited the customer site to inspect the architect i2000sr analyzer, serial number (B)(4). The fse discovered a small burnt mass on the outside of the vacuum pump condenser, a result of "a sudden breakage of the condenser." The charring was limited to the condenser of the vacuum pump and did not spread to other areas of the analyzer. The fse replaced the vacuum pump. Subsequent instrument operations were acceptable. A review of the analyzer service history was performed and found no contributing factor on or around the date of the customer event. Preventive maintenance activities were up to date. The architect system operations manual and the architect I-system service and support manual provide information to address the current customer issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. There were no returns available from the customer site. Based on the available information from the customer site and the results of this evaluation, there is no evidence to reasonably suggest that a systemic issue or product deficiency exists.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reports smoke accompanied by a burning odor coming from the back of an architect i2000sr analyzer. There were no reports of any fire or injuries from this incident. There is no report of any damage to the surrounding lab environment. A service call was initiated. There is no reported impact to patient management due to this issue.